Manufacturer narrative:
No product was returned for evaluation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on an extensive investigation of events reported from several user facilities outside of the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom a cup reported in this case is not marketed in the u.s. A similar cup, a compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction (B) (4). No further action is indicated and zimmer considers the investigation closed. (B) (4).

Event description:
It was reported that a revision surgery occurred due to a possible allergic reaction and pain.

Manufacturer narrative:
This case has been reopened to enter additional information (implantation date and corrected explantation date) medical products: metasul ldh, head adapter, l, +4, taper 12/14-18/20, ref# 01.00185.147 lot#: 2190922; metasul ldh, head, 46, code l, taper 18/20, ref# 01.00181.460, lot# 2189275; cls spotorno, stem, 135, uncemented, 11.25, taper 12/14, ref# 290039112, lot#: 2213445. DHR review results: the quality records indicate that these components met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Review of event description: patient being revised due to loosening and pain. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul durom, component for acetabulum, uncemented, 52/46, code l and was revised after five years and four months in vivo due to loosening and pain.